Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that right ventricular (rv) lead exhibited undersensing stored electrograms (egm) resulting in premature termination of episode detection. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that nine days post implant of the cardiac resynchronization therapy pacemaker (crt-p) system, the patient p resented with ventricular fibrillation (vf) cardiac arrest. External defibrillation was performed and return of spontaneous circulation (rosc) was achieved after 10 minutes. The patient was intubated and underwent cardiac catheterization with no significant coronary disease. Two days later the patient was extubated but had to be intubated again the following day and was treated for pneumonia. The patient was also treated for their atrial fibrillation (af) and was evaluated by cardiology, electrophysiology and nephrology. Four days after being intubated a 2nd time, the patient was extubated again; however, as the day progressed the patient became more tachypneic. The patient was deemed to have a terminal prognosis without the use of mechanical ventilation. Their code status was changed by their spouse to do-not-resuscitate/do-not-intubate (dnr/dni) and was transferred to care and comfort. The crt-p system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.